Event description:
It was reported that the device didn't work during an unk gynecological case. The device was replaced and the case was completed without any consequence.

Manufacturer narrative:
(B) (4). Eval summary: the handpiece was returned with a loose mount. The handpiece was disassembled, a torn acoustic isolator and moisture ingress were found in the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.